Event description:
On (B)(6) 2018, the patient¿s mother contacted lifescan (lfs) alleging that her son¿s onetouch ping meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the product issue first began on (B)(6) 2018 at 10 pm, 3 hours after the patient developed the symptom of ¿diabetic seizure¿. On (B)(6) at 7 pm the patient was taken to the hospital where he was treated with food and/or drink by his doctor. The doctor then performed blood glucose tests on the patient and obtained an alleged inaccurately high blood glucose result of ¿161 mg/dl¿ on the subject meter compared to ¿69 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The mother of the patient informed the csr that her son manages his diabetes with insulin (novolog, unspecified dosage) by insulin pump and she denied that her son made any changes to his usual diabetes management prior to receiving treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site had been used to obtain the blood samples. However, the csr established that the testing process was incorrect due to use of incorrect test strips (uni strips). This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.